Event description:
Device 1 of 3: reference MFR report: 1627487-2011-10133. Reference MFR report: 1627487-2011-10134. The pt received the scs system on (B)(6) 2010 consisting of one scs lamitrode lead, two scs quattrode leads (same lot) and two lead extensions (same lot). It was reported that effective coverage could not be obtained in the pt's left leg. Reprogramming did not resolve the issue. The physician removed and replaced the scs leads and extension.

Manufacturer narrative:
Eval: results: the complaint could not be confirmed. As received, the lamitrode lead, passed all functional testing, which included bending twisting and stretching of the lead. No visual anomalies noted. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.